Manufacturer narrative:
The buttons responded properly. No flattened button dome switch or unlock lcd keypad connector was noted. The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 540 mg/dl. The customer's blood glucose was 402 mg/dl prior to call. The customer's blood glucose was 297 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer also reported that the buttons were hard to press. The customer mentioned that they had low blood glucose of 15 mg/dl. The customer declined to troubleshoot for high and low blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.